Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 69 closed samples and 1 open sample for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.96 kgf in average and 1.80 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 1.91 kgf in average and 1.82 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that during a breast lipodystrophy procedure, the suture ruptured several times. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.